Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. After further review of the device¿s interior, however, electrical board shows signs of previous moisture presence and corrosion at the top of the board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and it did not stop beeping. Customer reported that they received the open book image on the insulin pump screen. No other errors were reported. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.